Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500mcg/ml at 24mcg/day) via an implantable pump for unknown indications for use. It was reported that during an end of service (eos) replacement of pump, the catheter access port (cap) was slow to withdraw from so the healthcare provider (hcp) performed a revision by cutting off 9 cm of the original pump segment and replacing that with a new 8578 piece. It then began to flow much better. External factors included the pump's eos had been reached on (B)(6) 2021 but the patient could not get in for replacement due to other health issues. No diagnostics/troubleshooting were performed. The event was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6)2008, explanted: (B)(6)2022,product type: catheter, ubd: 05-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.